Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose and hospitalization. Customer's mother advised the paramedics arrived and took the patient to the hospital. Customer advised the battery was out and it was changed 2 weeks ago. Customer was advised to consult and follow up with their healthcare provider.